Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to the clip being entangled in chordae. The reported difficult positioning and subsequent entanglement in chordae were due to challenging patient anatomy. The reported unchanged mitral regurgitation was a cascading effect of the slda. Mitral regurgitation is listed in the instructions for use as a known possible complication associated with the mitraclip procedure. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, large gap, and enlarged atrium. A mitraclip xtr was inserted and deployed on the mitral valve. A second clip, a mitraclip xtr (50717r1017) was inserted and advanced under the valve. However, difficulties capturing the anterior and posterior leaflets occurred, the clip became caught in chordae. Troubleshooting was performed, and the clip was unable to be freed from chordae. Therefore, the clip was deployed where it was stuck, attached to the anterior leaflet and detached from the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, large gap, and enlarged atrium. A mitraclip xtr was inserted and deployed on the mitral valve. A second clip, a mitraclip xtr (50717r1017) was inserted and advanced under the valve. However, difficulties capturing the anterior and posterior leaflets occurred, the clip became caught in chordae. And the clip was unable to be freed from chordae. Therefore, the clip was deployed where it was stuck, attached to the anterior leaflet and detached from the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.